Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 550 mg/dl as well as low blood glucose level of 37 mg/dl. Customer stated that they had calibration not accepted and change sensor alarms. Customer was treated with insulin pump. Customer declined troubleshoot. The insulin pump will not be returned for analysis.